Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal and battery compartment. Event history log review was not applicable. Functional testing was performed and a defective dso sensor was found. The root cause was determined to be that the device was not holding patient data and a defective dso sensor. The pwa and dso sensor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned for repair for unspecified reason. There was unknown patient involvement and unknown patient harm.